Event description:
Pt was revised to address a loose patellar component. Poly wear of the tibial insert was also found.

Manufacturer narrative:
Evaluation of the reported patella component was not possible, as the product was not returned. Product info requred to review the device history records was not provided. The investigation could not verify or draw any conclusions about the reported device loosening. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.